Manufacturer narrative:
This report is submitted on may 18 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 17 july 2020.

Manufacturer narrative:
It was reported that the infection was treated with oral antibiotics however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2020. This report is submitted on (B)(6) 2020.